Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident sample and further information regarding the event has been requested but to date has not been received. If the product is not received then the relevant device history records will be reviewed. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during use, the device closed and cauterized but did not open after application to tissue. No injury to the patient has been reported.

Manufacturer narrative:
Covidien reference #: (B)(4).date of initial report: (B)(6) 2015.date of follow-up report: (B)(6) 2016.one used device was returned and evaluated. Visual inspection found the device jaws were stuck shut with tissue. The jaws did not open or close when the handle was activated. However, after removal of the tissue, the device would open and close without issue. The seal was tested multiple times on simulated tissue, and no sticking occurred. The device tested within all related specifications. The investigation confirmed the customer's reported condition and identified the root cause of the event to be user error. The device had been inadequately cleaned, which led to an excessive buildup of tissue and eschar in and around the jaws of the device, eventually causing the jaws to no longer open during the procedure. The instructions for proper cleaning of this device are included in the product instructions-for-use. Since a correct lot number was not provided, the device history records could not be reviewed. No trend is associated with this issue.